Event description:
Vanish point syringes lot #a080b, exp 10/28/2029. When pressing the plunger of the syringe all the way in for it to retract, it stalls and doesn't retract. This has happened with this lot # 3 times.